Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The device will be evaluated by a third-party service agent. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the top part of the screen on the customer's device went blank after a second defibrillation shock was delivered to a manikin during a training. The leds on the buttons were on, but the buttons were unresponsive. The device was locked-up. The batteries had to be removed from the device in order to power the device off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported to physio-control that the top part of the screen on the customer's device went blank after a second defibrillation shock was delivered to a manikin during a training. The leds on the buttons were on, but the buttons were unresponsive. The device was locked-up. The batteries had to be removed from the device in order to power the device off. There was no patient use associated with the reported event.